Manufacturer narrative:
The oil mist filter screw was adjusted/reseated to resolve the smoke/haze issue. Unit meets specifications and was returned to service. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced as a result of this issue. The assignable cause of the smoke/haze is likely due to the oil mist filter screw. The asp field service engineer adjusted/reseated the part and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).

Manufacturer narrative:
Initial reporter phone #: (B)(6). A field service engineer was dispatched to the customer site. Details of the resolution are unknown at this time, and advanced sterilization products will continue to follow-up for the issue resolution. Unit meets specifications and was returned to service. Asp complaint ref #: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A customer reported an event of a "white smoke" or haze emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.